Event description:
That customer reported that both monitors flickered and then went out. This rendered the live image unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The problem was unable to be identified. Another service representative was scheduled to make a site visit. No further repair information is unavailable at this time.